Event description:
This lead was capped during a normal device upgrade because the terminal pin became separated from the lead body. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 29.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip was not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the connector pin was found damaged and separated from the lead body as mentioned in the complaint description. Furthermore, cuts in the insulation were observed. It is reasonable to assume, that these damages resulted from the surgery. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any other irregularity that might have contributed to the reported clinical event. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.